Event description:
New information noted that the physician decided to reprogram the device.

Event description:
It was reported that a patient presented asymptomatically in clinic for routine follow-up after receiving alerts for nonsustained lead noise episodes. No oversensing was observed. The patient was in a slow vt duringthe time the episode was stored. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.